Manufacturer narrative:
H6 codes updated.

Event description:
The patient was escalated from the impella cp to bipella support of the impella 5.5 and impella rp flex. While on support, patient was placed onto dialysis. The patient has been going in & out of a wide complex quick response sequence tachycardia for the past few days, went back into that rhythm overnight requiring increased presser support. Tachycardia recurred two days later and patient was cardioverted. Pump presented false impella in aorta alarm; placement was verified with point-of-care ultrasound. This complaint is for the impella 5.5 additional reports will be sent for the impella cp and impella rp flex.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.